Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse reprogrammed the tower (ccc) and tested the system. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contribute to the customer reported issue.

Event description:
It was reported that the system was in a fault state with a 40096 fault when the intuitive representative entered the room. Initial troubleshooting involved performing a power cycle, but the issue persisted. The logs confirmed the fault, and a hard power cycle was attempted, which again did not resolve the problem. The caller was instructed to power up each cart individually; the robot and console powered up without issues, but the tower experienced faults, specifically a 311 fault. It was noted that the system had been powered on since friday with no shutdown, and no power outages were reported. As the system was not recoverable, it was recommended to use another system for the case. Further follow-up was planned to address the issue with the tower reverting to the golden image. The customer reported event has no report of patient injury.